Manufacturer narrative:
Concomitant medical products: 4396-78 lead, implanted: (B)(6) 2011 and 6949-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing was noted during recorded atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.